Event description:
A vaxcel pasv port was being placed for therapeutic purposes in 2006. During insertion, the peelable sheath peeled correctly on the perforation for a few centimeters before it broke. The physician needed to use a surgical tool to work with the sheath in order to finish placement. The complaint reported that there was no adverse affect on the patient as a result of the reported procedure.

Manufacturer narrative:
This complaint is determined to be inconclusive. The customer did not return a sample. The peelable sheath's reported lot has been identified as being within the scope of a previous corrective and preventive action which was opened to address the supplier's issue with off-score events. The root cause of this failure is not related to manufaturing at boston scientific glens falls. In an effort to ensure a higher quality peelable sheath, a project has been initiated to convert the purchase of 6f and 8f sheaths from one supplier to another. The boston scientific quality and manufacturing engineering departments have been notified of this incident through the complaint review process. Boston scientific corp will continue to monitor for trends and future complaints of this nature for this product.